Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer could not recall whether the alarm was received prior to the new cartridge being detected. The customer successfully completed the load sequence to address the issue. Blood glucose level was 170 mg/dl.